Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-01328. It was reported the patient is not receiving effective stimulation. An sjm rep met with the patient and lead diagnostics showed invalid impedances on her left lead. Reprogramming was unable to resolve the issue. X-rays have been ordered.